Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
After broaching, stem sat significantly higher than the size 3 broach, approximately 1 cm.

Manufacturer narrative:
After broaching, stem sat significantly higher than the size 3 broach, approximately 1 cm. Examination of the reported devices finds nothing outward to suggest a product problem. The five year old broach appears normally worn relative to its age. The femoral stem meets its specifications as called out by (B)(4). A search of the complaints databases identified one other report against the broach product/lot code in its five years into distribution. No other reports of any kind were found against the femoral stem. Product problem has not been identified. It should be noted, the tri-lock stem is supposed to seat 1-2mm proud of the final broach. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.